Event description:
The patient called animas on (B)(6) and said he was doing a routine battery change and states the pump is frozen on the verify screen. The patient is unable to get the keypad buttons to activate desired pump functions when pressed. She states she rebooted the pump several times. The patient tried a battery from a different pack and the response was the same. The pump beeps as usual but the patient is unable to get the buttons to respond on the verify screen. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and ok keypad buttons were unresponsive during testing. There was evidence of keypad contamination found under all key contacts. There was no moisture found in the pump. The display screen was found to functioning appropriately and no issues were found with moving past the verify screen.